Event description:
A fixation failure at level five and six mid-axillary was discovered in 2008. The failure was detected on an x-ray at a f/u visit. The date when the structural failure occurred is unk.

Manufacturer narrative:
The pt presented for a level one cervical fusion complaining of headaches in 2008. X-rays were taken which showed good alignment of instrumentation. The pt re-presented about 5 months later, complaining of headaches. X-rays were taken which revealed a fixation failure at level five and six mid axillary. The sales rep confirmed the pt is young and in excellent physical condition with no resulting trauma. He confirmed the revision surgery was scheduled for few days later. The results of the revision surgery have not been rec'd to date. The pt has requested that x-rays, devices and details of the revision surgery not be provided to the MFR. Thus, an eval of the mfg records and pt radiographs cannot be conducted. The status of the pt is unk.